Event description:
Infant transferred in w/complicated coarctation of aorta which was corrected w/balloon dilitation on 9/16. Postop improvement. Was on 23% o2 on 9/19 but seemed to worsen next 2 days. Cxr showed increasing white-out of right lung, pleural effusion & suggested atelectasis. Sono done 9/22 confirmed pleural effusion. Pt worsened that night w/fluctuating o2 requirements & vent status. Next day for this reason a pleural & pericardial drainage cath was inserted into right chest w/o difficulty, using usual technique. Within minutes, pt's color & saturations dropped immediate bleeding came from the chest tube. CPR begun; blood & blood products pushed rapidly to volume resuscitate. Epinephrine & calcium given. Cxr immediately showed cath tip about level of right atrium. Ped surgeon opened chest in nicu & tear noted near superior vena cava-right atrial junction, which was over-sewed & bleeding controlled. Attempts to cardiovert pt were unsuccessful & after 4 to 5 attempts, code discontinued & pt pronounced dead 1:10 pm 9/23/95.